Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpg), the centrifugal system stopped pumping. This occurred approximately two minutes into the bypass procedure and prior to cardioplegic arrest. The perfusionist immediately clamped the arterial and venous lines of the cardiopulmonary circuit and attempted to re-start the motor, but was not successful. Hand cranking was necessary for approximately one minute to achieve adequate blood volume and maintain blood pressure. As a result, an alternate device was employed. There was approximately a five minute delay while the back-up was being prepared. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the patient. The patient was weaned from cpb without difficulty.